Event description:
Additional info received 6/2/99: while at the site for an unrelated issue, co's svc confirmed with the hosp's biomedical engineering dept that the failure mode reported("chart recorder continued to operate in the "off" position while in use on a pt - the equipment was replaced with a back up iabp in order to repair primary equipment") for system 90 intra-aortic balloon pump was caused by failure of the recorder swith(part number 0260-00-0047). The biomed dept ordered and installed a replacement switch. The site also advised that the failed switch had been discarded and was unavailable for analysis.